Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and force senor resistance were out of specifications. Evaluation also revealed that there was contamination on a component of the force sensor. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s prime history showed evidence of large prime volume. During the load cartridge step, the pump failed to detect the cartridge. Investigation revealed that the force sensor calibration and force senor resistance were out of specifications. The pump case was removed and contamination was observed on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).